Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station failed to alarm audibly. No patient or user harm was reported. A spare xhibit was put into use while the device in question was returned to spacelabs healthcare for evaluation. The cause of the issue was found to be an inoperable video card fan. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. The device was exchanged for a new one.